Manufacturer narrative:
Device code(s): appropriate term/code not available (3191) was selected for the alleged tilt. Investigation is reopened due to additional information provided. The reported allegations have been further investigated based on the information provided to date. Ivc occlusion/ thrombosis, new dvt, ivc stenosis as a reported complication, is a known risk in relation to filter implant and is well documented in the clinical literature and in clinical practice guidelines. This is supported by the clinical evidence report established to assess available clinical data to identify and evaluate the clinical safety and performance of the cook vena cava filters. Potential adverse events that may occur include, but are not limited to, the following: vena cava occlusion or thrombosis, vena cava stenosis, deep vein thrombosis. Filter tilt has been reported. Potential causes may include filter placement in ivcs with diameters larger than those specified in these instructions for use; improper deployment; manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter); and (or) a failed retrieval attempt. Excessive filter tilt may contribute to difficult or failed retrieval; vena cava wall penetration/perforation; and (or) result in loss of filter efficiency. Potential adverse events that may occur include, but are not limited to, the following: unacceptable filter tilt. Physician practice guidelines and published guidance from regulatory agencies recommend that patients with indwelling filters undergo routine follow-up. The risks/benefits of filter retrieval should be considered for each patient during follow-up. Once protection from pe is no longer necessary, filter retrieval should be considered. Filter retrieval should be attempted when feasible and clinically indicated. Filter retrieval is a patient-specific, clinically complex decision; the decision to remove a filter should be based on each patient¿s individual risk/benefit profile (e.g., a patient¿s continued need for protection from pe compared to their experience with and (or) ongoing risk of experiencing filter-related complications). For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. The filter is designed to be retrieved with the günther tulip vena cava filter retrieval set. It may also be retrieved with the cloversnare® vascular retriever. Cook has not performed testing to evaluate the safety or effectiveness of filter retrieval using other retrieval systems or techniques. The published clinical literature includes descriptions of alternative techniques for filter retrieval; use of these techniques varies according to physician experience, patient anatomy, and filter position. The safety or effectiveness of these alternative retrieval techniques has not been established. A filter that is embedded in the wall of the ivc may be difficult to retrieve. For all retrievable ivc filters, retrieval becomes more challenging with time, and this is commonly due to encapsulation of the filter legs or hook (in a tilted filter) by tissue ingrowth. Unknown if the reported shortness of breath (sob), discomfort, leg/foot pain, ankle/foot swelling, headaches, fatigue, crying and jitters/shakiness are directly related to the filter and unable to identify a corresponding failure mode at this point in time. 20 devices in lot. No relevant notes on work order. Product is manufactured and inspected according to specifications. The following allegations have been investigated. Inferior vena cava (ivc) thrombus/narrowing/obstruction, deep vein thrombosis (dvt)/increased clotting, tilt, unable to remove, embedded, shortness of breath (sob), discomfort, leg/foot pain, ankle/foot swelling, headaches, fatigue, crying and jitters/shakiness. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up medwatch report will be submitted if additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, or that any cook device caused or contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Patient allegedly received an implant via the right common femoral vein due to venous thrombosis and pulmonary embolism. In addition, two unsuccessful retrieval attempts were made to prevent further issues from arising. Patient is alleging tilt, unable to retrieve, post-implant dvt (deep vein thrombosis), increased amount of clot, embedded/adhered to ivc (inferior vena cava), failed removal attempts, narrowing/obstruction of ivc. The patient further alleges "ivc filter injuries - post implant dvt, tilt, embedded in tissues; have discomfort; some days more short of breath; some days andles/feet swollen - hurt; legs hurt; headaches; fatigue; cry often; jittery; shaky." Per implant report: "...access into the right common femoral vein was achieved using a micropuncture needle." "A tulip filter was delivered through the sheath and deployed below the level of the renal inflow." Per retrieval report (attempted): "under ultrasound visualization, the right inten1al jugular vein at the site of cannulation was found to be patent. An image was saved. Under direct visualization, micropuncture technique was used to obtain access into the right internal jugular vein. A sheath was placed. And a catheter and wire were navigated past the ivc filter and the tip of a multi-sidehole catheter was placed in the right common iliac vein. A cavogram was then performed, which shows approximately 50% thrombus within the ivc filter. Given the extent of the clot, the retrieval was aborted." Per retrieval report (attempted): "image was saved, and under direct ultrasound visualization, micropuncture technique was used to obtain access into the right internal jugular vein." "A diagnostic ivc cavogram was performed, which demonstrates further interval increased amount of clot within the ivc filter. The filter is also significantly tilted with the tip adhered to the ivc wall. Removal of the filter with significant amount of clot within it is at risk for further embolus also, removal of the filter will require significant manipulation which itself may cause embolus of the clot within the filter. Given these findings, the procedure was terminated."

Manufacturer narrative:
(B)(4). Catalog# is unknown but referred to as cook gunther tulip filter. Occupation: non-healthcare professional. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
'It is alleged that "[pt] received a cook gunther tulip filter on (B)(6) 2016." It is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.